Event description:
It was reported that upon first use of the device, the fiber burned up when the footpedal was depressed. Smoke was also observed near the connector that plugs into the machine. There was no patient injury reported.